Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor does not recognize therapy electrodes) was confirmed. As received the monitor was unable to recognize a signal from all therapy and ECG electrodes. Upon investigation pin 5 of the j1003bb connector was separated from the ca board. The cause of the failure was the damaged connector. The monitor showed evidence of physical abuse. The root cause of the damaged connector was physical abuse to the monitor. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to recognize the therapy electrodes.